Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was malignant pain (abdominal/visceral). The patient¿s representative reported that the patient was in the hospital in the ICU (intensive care unit), and they wanted to do an MRI. The caller stated that he could not find the patient¿s mdt ID (medtronic identification) card, so he was calling to get the implant information. The agent provided the information, reviewed MRI guidelines, and faxed the implant data sheet to the facility as requested. When asked if the hospital stay was related to the patient¿s medtronic devices/therapy, the caller stated that he was not sure. He stated that on monday the patient was unresponsive and then started having seizures. Per the caller, the last pump refill was about 3 weeks ago.